Event description:
It was reported the pt stated their pump was not working. No symptoms or outcome were reported. Add'l info has been requested, a f/u report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4).